Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for non- sustained rv oversensing. Review of the egms revealed a slow vt event with sensor indicated atrial pacing intermittently falling on top of ventricular events resulting in safety pacing with functional loss of capture. Programming changes were made. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.